Manufacturer narrative:
The device was not returned; however, a photograph was available for evaluation. Photographic inspection did not identify any abnormalities that could have contributed to the reported condition during initial inspection. Further analysis of the reported condition could not performed due to the nature of the photograph. The reported condition could not be verified by photographic inspection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction : upon further information, a furosemide bag was hung on the intravenous (IV) pole and was connected to the IV (continu-flo solution set) tubing. The IV tubing was connected to an unspecified pump. A slight amount of pressure completely disconnected the IV tubing at the highest y-site (one link) above the blue key. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set became disconnected from a one-link IV connector. The disconnection occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.